Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test and displacement test or verify unexpected restart alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display as well as pump error alarm. Customer's blood glucose value was 375 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states the display did not returned after inserting a new battery. Customer reports they were unable to clear the alarm. Customer not able to complete rewind. Customer states that the display was blank currently. Customer stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage nor corroded also battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The device will be return for analysis.